Event description:
It was reported that pump battery depleted too quickly and led to pump shutdown, after which customer experienced high blood glucose and ketones. Customer went to emergency room on (B)(6) 2026, was hospitalized but not admitted to ICU, had a highest reported blood glucose of 580 mg/dl, received IV saline and insulin, and was released on (B)(6) 2026 with no injuries or permanent damage reported. Customer¿s issue resolved with treatment. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: g6 mobile os: ios / ios_iphone 13 / ios_18.6.2.